Manufacturer narrative:
Reporter's comment: (gingival discolouration): the causal relationship to new poligrip sa was unknown. The patient used many other drug concomitantly. The manufacturer's report number for this case is 9681138-2014-00018. New poligrip sa unknown is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Event description:
This case was reported by a physician and described the occurrence of gingival discoloration in a (B)(6)male patient who received double salt dental adhesive cream (new poligrip sa) for an unknown drug indication. On an unknown date, the patient started double salt dental adhesive cream (dental). On (B)(6) 2014, the patient experienced gingival discoloration. Device failure was also reported. The patient was hospitalized. At the time of reporting, the outcome of the events was unknown. Clinical course: this information was obtained from a dentist. A patient received medications including bayaspirin (aspirin), drugs for constipation and sleep loss, a drug to help excretion of sputum and nasal discharge easier, a prostate drug, a hypotensive drug, a drug for angina pectoris, a drug to improve circulation and activate the brain because the patient had suffered cerebral infarction, and a stomach medicine. The dentist did not consider that the patient's condition was caused by the use of new poligrip sa. The patient usually used new poligrip sa when having meal, and would not use the product when visiting the dentist. A new denture was made because the old one had been ill-fitted since before. When the patient visited the reporter's clinic because the new denture was completed, the area of his mandibular gingiva where had been in contact with the denture had turned stark white (gingival discolouration). The symptom was not noted when the patient visited the reporter's clinic to take a cast for the new denture. No symptom was noted on the maxilla.